Manufacturer narrative:
Philips has investigated this complaint. The customer cancelled the case and resolved the issue themselves; no device inspection was performed by philips. No further information could be obtained from the customer. The codes were updated based on the investigation outcome. H3 other text : on-site evaluation cancelled; no response received for further information.

Event description:
It has been reported to philips that system was not turning on. No harm has been reported to philips. Philips has started an investigation of this complaint.